Event description:
I had essure implanted. I immediately regretted the decision as I wasn't aware of possible side effects and hadn't been told essure may be contradicted in my situation. Furthermore, having the device removed doesn't seem to be my choice but the opinions of drs and insurance. Side effects: bleeding after sex, low libido, weight gain, teeth cracking in half, 3 pulled, two abscess, 1 crown, 1 bridge, increased depression and anxiety, ppmd, fatigue, chronic fatigue syndrome, joint pain and groin pain, hair loss; can't concentrate, brain fog, cognitive dysfunction, sore breasts; can't lose weight even with diet and exercise, heat intolerance, suicidal ideation from constant mood swings; painful ovulation and cramping, financial strain and relationship problems, losing my career because of the fatigue; slowed thinking, taking time off for anxiety/depression and treatment, mood swings effecting relationships with coworkers; numerous visits to my primary and specialists because of vagueness of my symptoms; taking unnecessary and dangerous medication (latuda, depakote, mirapex, xanax, ativan) and exposure to x-rays, MRI, CT's; crying spells daily, agoraphobia, and restless leg syndrome.